Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of litigation stating patient underwent a bilobectomy surgery for removal of squamous cell carcinoma in his right lung. The complaint further states that the operative report noted the staple line was clear and postoperative course was unremarkable. Approximately one month post op, patient developed a fever, leukocytosis, a persistent cough with clear sputum, and drainage of copious clear serous fluid from his thoracotomy. He was readmitted to the hospital. Claimant is alleging that the failure of the surgical stapler and staples to properly close claimant¿s right mainstem bronchus resulted in a number of complications.